Manufacturer narrative:
B5. Additional information received; at a follow-up visit nearly 2.5 years following the index procedure, the type ia endoleak was observed again on a CT with contrast. The aneurysm measured 59mm . The event is continuing without treatment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant iis stent graft system during the endovascular treatment of a 60mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 20mm-22mm with a 90 degree neck angulation and minimum calcification noted at the seal zone. It was reported during the index procedure after 8 endoanchors were implanted and an angiogram was run, a type ia endoleak was identified. The physician implanted one further endoanchor and the endoleak was confirmed as resolved. Per the investigator the cause of the event is anatomy related due to short diseased neck. An unidentified endoleak was reported at the patients follow up visit just over one year post the index procedure. A follow up visit eleven days later confirmed a type ia endoleak. The event is unresolved, and the patient is continuing without treatment the event was reported by the investigator to be casually related to the index procedure and possibly related to the endograft and heli-fx devices. The sponsor has assessed the event as not related to the index procedure, probably related to the endoanchors and casually related to the aneurysm. No additional clinical sequelae were reported and the patient is being monitored.